Event description:
It was reported by the caller that a cgm error 42 occurred with their #g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the cgm error did not recur, and the caller successfully started their sensor session.